Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the registered respiratory therapist reported the intra-aortic balloon (iab) was prepped prior to use while it was in the tray. Immediately upon iab insertion the "ap signal weak" message appeared, fos icon went black (fiberoptix iab not connected), fos waveform was lost, and the transducer waveform was also lost. After troubleshooting, they switched pumps and were able to use the transducer waveform, but the fos would not make the connection to the new pump; no audible tones, and no waveform. The second pump was supporting the patient without issue. The first pump was sent to biomed. Additional information from the field service representative (fsr) stated that a hotline call was received from the senior clinical support specialist regarding the pump not displaying fos (fiberoptix sensor) or ap (arterial pressure) pressure on pump. Fsr followed up with the account. Biomed checked out ap and fos signals. All worked fine, going to run for the rest of the day and return to service.

Manufacturer narrative:
(B)(4). Evaluation: no parts or recorder strips were returned for evaluation at the teleflex chelmsford facility. A device history record review was conducted for the iap serial number and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "unable to get an a/p reading from the iab to the pump" could not be confirmed. The biomed checked the pump and found no issues related to the reported complaint. The cause of the reported complaint could not be determined.

Event description:
It was reported that the registered respiratory therapist reported the intra-aortic balloon (iab) was prepped prior to use while it was in the tray. Immediately upon iab insertion the "ap signal weak" message appeared, fos icon went black (fiberoptix iab not connected), fos waveform was lost, and the transducer waveform was also lost. After troubleshooting, they switched pumps and were able to use the transducer waveform, but the fos would not make the connection to the new pump; no audible tones, and no waveform. The second pump was supporting the patient without issue. The first pump was sent to biomed. Additional information from the field service representative (fsr) stated that a hotline call was received from the senior clinical support specialist regarding the pump not displaying fos (fiberoptix sensor) or ap (arterial pressure) pressure on pump. Fsr followed up with the account. Biomed checked out ap and fos signals. All worked fine, going to run for the rest of the day and return to service.